Event description:
Potential poly insert dislocation was reported for pt with a total knee implant. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Potential poly insert dislocation was reported for pt with a total knee implant. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.